Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting revealed the customer had changed the infusion set the day of the incident. Family member of the customer reported that no insulin exited the infusion set when a three unit fixed prime was programmed.